Event description:
It was reported that the patient presented in the clinic two weeks prior to the procedure experiencing shortness of breath. It was noted that the left ventricular lead was dislodged into the coronary sinus. There were no electrical anomalies noted. The lead was explanted and replaced on (B)(6) 2017. The patient was in stable condition post procedure and would continue to be monitored.